Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant of a replacement implantable pulse generator (ipg), the patient experienced a pocket infection. The implantable pulse generator (ipg) system was removed, a temporary right ventricular (rv) lead was used with the ipg and two days later was replaced with a leadless implantable pulse generator (ipg). The patient was treated with antibiotics and cultures were taken.  No further patient complications have been reported as a result of this event.